Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("cramping"). The patient was treated with surgery (surgical removal of device in 2008). Essure (ess205) was removed in 2008. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2017: quality-safety evaluation of product technical complaint. Entry of FDA codes, addition of ptc global number. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who received essure (ess205) for contraception. The occurrence of additional non-serious events is detailed below. In 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("cramping"). The patient was treated with surgery (surgical removal of device in 2008). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and abdominal pain to be related to essure (ess205). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and abnormal and heavy bleeding. A surgery was performed to remove micro-inserts around two years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure, consumer presented the events. Given the nature of events and in the absence of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.